Event description:
It was reported that during a follow up the physician noted a recorded vf episode and an aborted shock. Suspected t-wave oversensing was confirmed by technical support. It was recommended that the physician reprogram the device.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.